Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that this device was installed by the customer in (B)(6) 2011 and performed self-tests up to the (B)(6) 2012. The device failed a self-test due to a low battery on the (B)(6) 2012. Multiple log entries were recorded containing nonsensical data on the (B)(6) 2012. Temperatures are recorded below the recommended minimum stand by temperature. Multiple manual power ups of ten minutes duration were observed in the device memory between the 25th may 2016 and the last log entry on the 20th june 2016. The pad-pak became depleted during this time and a further pad-pak was installed. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would indicate a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in usage of device of this report.